Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call stated that customer was suffering from low blood glucose. Blood glucose at the time of event was 48 mg/dl. She did not have an alarm. Customer treated low blood glucose with carbohydrates and feeling well. Customer did not had any symptoms related to low blood glucose. Customer did not recall the blood glucose at the time of the serter malfunction. Customer did not use auto mode feature at the time of event. The insulin pump will not be returned for analysis.